Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The tip of the device appeared fractured. The product likely failed due to excessive force and/or torsional overload.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-03823 / 03824).

Event description:
It was reported that during a first metatarsophalangeal fusion procedure on (B)(6) 2015, the cannulated driver was bending during the insertion of the new frs screw, and the tip of the 1.3mm square driver fractured off in the head of a fully threaded locking peg. This piece remained in the patient. Extra screwdrivers were used to complete the procedure.